Event description:
It was reported there was perforation and relocation of the device and it was later explanted and replaced due to a pocket infection. The patient is part of the optilink study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due erosion and infection. (B)(4).